Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device. The se replaced the battery and the ventilator passed all testing.

Event description:
It was reported that during service of the ventilator a battery failed error code was generated. There was no patient involvement. The event date was not specified; estimate used.